Manufacturer narrative:
Repairs have not been completed.

Event description:
The account alleged the bed will place a nurse call when the nurse call button is pressed, but when the bed exit alarm is activated, it will alarm locally, but it will not place a priority or normal nurse call. The account has replaced the ppm/scale, power supply and utv boards but the issue remains.